Manufacturer narrative:
Results and conclusion summation - death, as listed in the xience v instructions for use is a known adverse event associated with coronary stenting. Death is not necessarily an indication of a product quality issue and in this case, there was no report of any device malfunction at the time of the stent implant; however, a conclusive root cause for the reported patient effect, and the relationship to the device, if any cannot be determined.

Event description:
Reporting status: death. Reporting rationale: death. Device issue: no device malfunction was reported. It was reported via a trial that in 2007, the patient underwent stenting of the mid lad (pre-dilated) with a xience v stent. In 2008, the patient expired at home. No hospitalization. No autopsy was performed. No cause of death reported. No additional event or patient information is available.